Event description:
The event involved a microclave connector where it was reported about half an hour after peripheral central catheter (PICC) through the colifol joint, the patient found that his sleeve was wet. It was found that the joint and PICC were leaking. The nurse confirmed the connections between the connector and the catheter, and they were not loose. The catheter was washed with normal saline to find that there was liquid seepage at the connection. The joint was then replaced. There was patient involvement, however no report of patient harm. The event surveillance: local nmpa review result: pass by local nmpa name: (B)(6).

Manufacturer narrative:
The complaint of leaks on item 01c-c3300t could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device histroy review (DHR) lot#10985857 was reviewed and no non conformities were found that would have led the reported complaint. Additional reporter: (B)(6).